Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro cold jaw silicone boot coating cracked and fell off into the pt. The hospital was able to retrieve all of the pieces through the initial incision. A replacement kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot coating had several pieces detached from the center and sides. Minimal adhesive was present on the exposed jaw, evidenced by residual silicon remaining on the boot. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.